Manufacturer narrative:
Patient identifier = sid= (B)(6). The field service representative (fsr) inspected the instrument and replaced the alinity c series mixer which resolved the customer's issue. A review of the alinity c processing module tracking and trending data found no trends associated with customer's issues described in this complaint. A review of instrument service history on serial number (B)(4), revealed no further occurrences of discrepant results after the fsr site visit nor did it identify any service or complaint issues that may have contributed to this issue. A review of the manufacturing documentation did not identify any issues associated with the likely cause part or the complaint issue. Labeling was reviewed and found to be adequate. Based on the available information, no product deficiency was identified for the alinity c processing module, serial number, (B)(4) or the alinity c series mixer.

Event description:
The customer observed falsely elevated lactate dehydrogenase (ldh) results on alinity c processing module for multiple patients. The results were provided: sid (B)(6) initial ldh=260 u/l / repeated=217 u/l, sid (B)(6) initial ldh=291 u/l/ repeated=238 u/l, sid (B)(6) initial ldh=264 u/l/ repeated=216 u/l, sid (B)(6) initial ldh=253 u/l / repeated=199 u/l( normal reference range=<1year=<451 u/l, 1- 4year=<344 u/l, 4-7year=<314 u/l, 7-13year=<332 u/l, 13-18year=<279 u/l, >18year=<250 u/l).